Event description:
It was reported that the pump gave a battery out limit alarm when the battery was replaced, and the patient could not clear the alarm. It was also stated that the pump had a frozen screen and unresponsive buttons. The patient was advised of troubleshooting steps, and was told to call back if the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No frozen screen anomaly and no battery out limit alarm noted. The insulin pump power up properly after battery installation and operating currents are within specification. The insulin pump has cracked case at display window corners.